Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382534 and lot numbers 5135741, 5045781 and 4193407. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
Pt here for surgery. Having piv placed by heath tech. While placing the piv, she had great blood return. While sliding the catheter off of the needle, the needle poked through the catheter. She then removed both the catheter and the needle. Catheter noted to be intact below the level of the hole. With needle going through the sheath, another vein could have been punctured or caused damage.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.